Manufacturer narrative:
A ge service rep performed an onsite investigation. The images functions board was reseated as well as all connections pertaining to the collimator. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an error message resulting in a loss of x-ray functionality. There is no report of pt injury.